Manufacturer narrative:
Evaluation in progress but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed an eoe error code message and audible tone on channel a of the heater cooler. The user reported channel a was not needed to complete the procedure based upon the stage of the event. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.